Manufacturer narrative:
Information added to d4: expiration date, unique identifier (UDI) number, d6b., d8, h4, h6: component codes, type of investigation, investigation findings, investigation conclusions corrected information in e3. This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for one (1) of one (1) unreturned roi-c implant 14x14 h4.5mm (pn mc1310p) for the failure of implant fractured preoperation. The product was not returned and no photos were provided. Medical records were not provided for review. Potential cause since the product was not returned for evaluation, root cause can't be established. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a roi-c cage disassembled / split when it was put in place with the impactor. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-c cage disassembled / split when it was put in place with the impactor. No further information was provided.